Event description:
It was reported that around one year prior to the report the patient went through the metal detector at the courthouse and the detector shut the device off but the programmer was reading that the device was on. The patient was hospitalized as a result of this. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was also reported that the patient's hcp (health care professional) wanted the patient to have a new programmer. It was not working well. The programmer showed that the device was off when it was on. The hcp thought that the remote had turned off the patient's device when it was not intended to. The remote was not showing the right lights in terms of when the device was on and off.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v711631, implanted: (B)(6) 2011, product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v846962, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).